Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
(B)(6) inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the second of three reports. Refer to 2026095-2019-00188 for the first report, refer to 2026095-2019-00190 for the third report. Fill volume: 70 ml, flow rate: unknown, procedure: colon cancer treatment, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that the medicine flowed too fast. The pump finished 16 hours sooner than expected. Per additional information received 15 nov 2019, the pump was filed with only 70ml of unknown medication. No patient injury. The patient uses the pump to receive treatment for colon cancer.